Manufacturer narrative:
Product event summary: analysis confirmed the reported event, software was reloaded to address the issue. It was also noted that the device lost telemetry, so the radiofrequency transceiver was replaced, and the electrocardiogram (ECG) connector was loose. Product ID 229047 analyzer; product ID 2067 radiofrequency head.

Event description:
It was reported that the programmer loses telemetry with the implanted device. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.